Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported increasing thresholds. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead was explanted. As per additional information received from the field representative, the patient had elevating thresholds of an unknown cause. A replacement lead was successfully implanted. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.